Event description:
During a remote follow up, oversensing due to noise resulting in pacing inhibition was noted on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating reprogramming was performed to resolve the event. The patient was stable.